Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. The remote transmission revealed that the right atrial lead exhibited multiple auto mode switch episodes due to atrial lead noise. The ventricular lead exhibited intermittent loss of capture. The patient would be brought into the clinic for further assessment and testing.